Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The device was delivering an unspecified IV solution. No specific programming parameters were provided. After an unspecified length of time, the nurse noted an air bubble distal to the pump. No audible alarm was reported. No air reportedly reached the pt. The device was removed from the clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted.